Event description:
The event is reported as: complaint alleges: "during insufflation, the needle broke between the metal part and the plastic part. The needle was removed and another needle was successfully used." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.